Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power. Gts then explained that therapy had ended and the patient would need to start over with new supplies or complete therapy manually. The patient elected to complete therapy with a manual exchange. The patient initially indicated that the sample was available for evaluation, but later called gts back to explain that he found a leak in the supply bag and wanted to cancel pickup of the cassette. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The patient elected to not return the sample. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however based on the information obtained during baxter's investigation, this incident was determined to be caused due to a leak in the solution bag. A batch review was not performed as the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).